Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced critical pump error (open book image). The customer reported blood glucose value of 34 mmol/l. The customer reported hyperglycemia, hyperglycemia treated with hospitalization: overnight stay. Customer reported the following led up to the event: open book image. The event involved product(s) mmt-1711k. Troubleshooting was performed, customer reported a critical pump error/open book image error no further patient complications were reported. Mmt-1711k was requested and customer response was the device will be returned.

Manufacturer narrative:
Pump was received with a critical pump error (open book image) alarm. Unable to perform the functional testing including the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self test due to critical pump error (open book image) alarm. Successfully utilized crest and thus to download history files, traces and comlink3 files. Critical pump error (open book image) alarm triggered by pump error 53 critical handling alarms on 05/01/2024 at 16:01:56.000 and on 05/01/2024 at 16:02:34.000. Pump error 53 alarm due to software error (linenumber = 5632, filenumber = 2005). Unable to perform the carelink upload due to critical pump error (open book image) alarm. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba1, pcba2, force sensor, motor and vibrator assembly noted. The following were noted during visual inspection: minor scratched display window, scratched case, cracked battery tube threads, cracked case at the battery tube side, missing serial number label, pillowing keypad overlay, cracked keypad overlay at the select button and peeling end cap address label. Test p-cap and reservoir locked properly into reservoir compartment during testing. There were no boluses listed on the event date 01-may-2024 in the pump history file. Please see below for the daily total of all insulin delivered on the event date 01-may-2024 in the pump history file. There were no auto suspend (12) alarm or user suspended alarm noted in the pump history file. Please see below for the pump error(s)/alarm(s) noted 1 week prior to the event date 01-may-2024 in the pump history file. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. Low battery alert was expected due to the customer's battery in the pump is low on power. Failed battery test alarm was expected due to the customer's battery inserted on a battery change does not have sufficient voltage. Low battery alert (104) not confirmed. Failed batt test (58) not confirmed. Pump error 53 confirmed in the pump history file due to software error (linenumber = 5632, filenumber = 2005). Unable to perform the functional testing due to critical pump error (open book image) alarm. Unable to confirm alleged high bgs. Critical pump error (open book image) alarm confirmed due to pump error 53 alarms. Pump error 53 alarm confirmed due to software error. Unable to carelink upload confirmed due to critical pump error (open book image) alarm. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.